Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp via the right femoral artery for mechanical circulatory support (mcs). The patient was transferred to the unit remaining on impella mcs. Approximately four days after the start of the impella mcs, it was noted that the patient had developed a hematoma on the right flank and scrotum after receiving cardiopulmonary resuscitation and the device association is unknown. Blood products were administered. The patient would continue on support for an additional day before being successfully weaned and device was explanted with a survived outcome.